Event description:
While infusing, pump gave high-pitched tone then started blinking error. Pump unable to be restarted. Manufacturer response for infusion pump, outlook 400es (per site reporter): previously reported event that is reoccurring.